Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information from a patient device tracking form reports on (B)(6) 2018, a 31mm epic valve was implant. A note on the form states that the patient passed away shortly after surgery. Additional information regarding this event was requested with multiple attempts, but not made available by the physician or hospital.